Manufacturer narrative:
The device was returned in backup mode due to an unknown code corruption, with battery at normal level and normal telemetry. After reloading the code successfully, functional electrical testing did not find any anomalies. The battery voltage was still in the normal range of operation. Further analysis including ate testing and firmware upgrade did not find any issues with the device. The device was further monitored for several days with normal results. The backup condition could not be reproduced despite extensive efforts. The field complaint of backup mode was confirmed.

Event description:
Additional information was received indicating the device was explanted and the patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was found in back-up mode. Abbott technical support was contacted and the device was restored to normal function to resolve the event. The patient presented in clinic for an additional follow up and the device was unable to be interrogated. The patient was in stable condition. Additional information was requested but has not been received.